Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right capsular contracture baker grade iii/IV. Device has been explanted and been replaced.

Event description:
Healthcare professional reported right roughened prothesis and capsular contracture baker grade iii/IV. Healthcare professional later reported bilateral rupture diagnosed via MRI and pathology results of ¿multinuclear giant cells, some encompassing the foreign material¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings during analysis. ¿ granuloma: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed cloudy in the gel. ¿ yellow biological tissue observed in the surface of the shell. ¿ black particles observed in the surface of the shell.

Event description:
Healthcare professional reported right capsular contracture baker grade iii/IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right roughened prothesis and capsular contracture baker grade iii/IV. Healthcare professional later reported bilateral rupture and pathology results of ¿multinuclear giant cells, some encompassing the foreign material¿. Device has been explanted and replaced with a non-allergan device.